Manufacturer narrative:
On 29-jul-2024, angelini s.p.a. Provided bridges consumer healthcare the updated case information. Angelini s.p.a. Received the information on 17-jul-2024. The verbatim of the report is as follows: follow-up information received from the consumer on (B)(6) 2024 through diamed ((B)(4)). The consumer was 28 years old and applied the heat wrap directly on the skin. The blisters healed completely after approximately 6 days. The indication for use was back pain. The consumer regularly used thermacare heat wraps and this was the only time an adverse event occurred. The consumer reported that he did not submit the case information to any other addressee (e.g. Authority). Angelini medical assessment: the info provided in this fu does not change the previous assessment. The overall assessment for this case is serious/labeled/possible. There are pre-identified risk factors that could cause burns listed in the hazard analysis (B)(4)). During the investigation of this complaint (B)(4) was reviewed and no further risk was identified. Since this complaint is not justified and there is no identified defect, there is no change needed to the risk documentation as a result of this investigation. Based on the information provided, the events of device site burn and burns second degree as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The pi of thermacare lower back and hip mentions that medical device site burn and burns second degree could be adverse events of this medical device. Dechallenge and rechallenge were unknown. Temporal association adverse events-medical device is plausible. Based on the information provided, the causal relationship between thermacare lower back and hip and the reported adverse events was considered as possible. The batch number given (ea0818) was not a valid batch number for thermacare lbh product. Thus, an "unknown" was used for the batch number in this investigation. There was limited device specific information provided. Without a valid batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. The complaint was evaluated to identify any potential trends. A 36-month trend analysis will be conducted for complaints with an unknown batch number since the date of manufacture is unknown for unknown batch numbers. There is not a trend identified. There is no further action required. The most probable root cause cannot be identified.

Event description:
Angelini s.p.a. Provided (B)(6) healthcare the following case on 23-may-2024. Angelini s.p.a. Received the information on 10-may-2024. The verbatim is as follows: this serious spontaneous case, manufacturer control number (B)(4) is an initial report from germany received on 10/may/2024 from a consumer/other non-health professional through (B)(6). This case report concerns a male patient (age: unknown), applied thermacare lower back and hip (batch number: ea0818 05008, expiry date: 04/2026) used for unknown indication. Concomitant medication(s): unknown. Medical history: unknown. On (B)(6) 2024, after thermacare lower back and hip initiation, the patient experienced medical device site burn, second burn degree. The consumer had been using thermacare for 8 years without any problems. After applying the product, the consumer got burnt and a blister has developed. Outcome: medical device site burn: unknown, second burn degree: unknown the action taken in response to the events for thermacare lower back and hip was unknown. Angelini medical assessment: the pi of thermacare lower back and hip mentions that medical device site burn and burns second degree could be adverse events of this medical device. Dechallenge and rechallenge were unknown. Temporal association adverse events-medical device is plausible. Based on the information provided, the causal relationship between thermacare lower back and hip and the reported adverse events was considered as possible. The overall assessment for this case is serious/labeled/possible the anticipated date of the next report is 28-jun-2024.

Manufacturer narrative:
Reportable near incident identified. Investigation in progress.

Manufacturer narrative:
On (B)(6) 2024, angelini s.p.a. Provided bridges consumer healthcare the following information. Angelini s.p.a. Recieved the information on (B)(6) 2024. The report verbatim is as follows: ir received on (B)(6) 2024 from qa departement complaint number (B)(4) this investigation was conducted for lbh product with an invalid lot number (ea0818) provided with thesub-class adverse event safety request for investigation. There was limited device specific information provided. No batch number was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. A 36-month trend analysis has been conducted, the records search returned a total of 125 complaints for lower back hip 8hr products during this time period. The search described in this investigation summary takes into consideration all adverse events. There were no complaints confirmed to have a manufacturing related process root cause for a complaint of adverse event safety request for investigation. There is not a trend identified for the subclass of adverse event safety request for investigation for thermacare lower back hip 8hr product. There is no further action required. Considering the current information available for this complaint it is not possible to determine a root cause. However, there are pre-identified risk factors that could cause skin burns in the hazard analysis (B)(4). There are mitigations in place to prevent these situations such as inprocess testing, thermal testing and visual inspections to ensure the quality and safety of the product. There are also multiple risks that are outside the control of the site. These include things like age, skin condition, medical conditions, device use error and off-label use. The warning labels on our product are used to address these risks and relay the appropriate instructions for use to our customers to avoid burns, blisters and skin irritations. This complaint complies with the requirements stated in investigation procedure (B)(4) processing consumer complaints, effective (B)(6) 2024 and it is recommended for approval. This investigation was conducted for lbh product with an invalid lot number (ea0818) provided with thesub-class adverse event safety request for investigation. There was limited device specific information provided. No batch number was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. A 36-month trend analysis has been conducted, the records search returned a total of 125 complaints for lower back hip 8 hr products during this time period. The search described in this investigation summary takes into consideration all adverse events. There were no complaints confirmed to have a manufacturing related process root cause for a complaint of adverse event safety request for investigation. There is not a trend identified for the subclass of adverse event safety request for investigation for thermacare lower back hip 8hr product. There is no further action required. Considering the current information available for this complaint it is not possible to determine a root cause. However, there are pre-identified risk factors that could cause skin burns in the hazard analysis (B)(4). There are mitigations in place to prevent these situations such as inprocess testing, thermal testing and visual inspections to ensure the quality and safety of the product. There are also multiple risks that are outside the control of the site. These include things like age, skin condition, medical conditions, device use error and off-label use. The warning labels on our product are used to address these risks and relay the appropriate instructions for use to our customers to avoid burns, blisters and skin irritations. This complaint complies with the requirements stated in investigation procedure (B)(4) processing consumer complaints, effective (B)(6) 2024 and it is recommended for approval. There are pre-identified risk factors that could cause burns listed in the hazard analysis (B)(4). During the investigation of this complaint (B)(4) was reviewed and no further risk was identified. Since this complaint is not justified and there is no identified defect, there is no change needed to the risk documentation as a result of this investigation. Based on the information provided, the events of device site burn and burns second degree as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The pi of thermacare lower back and hip mentions that medical device site burn and burns second degree could be adverse events of this medical device. Dechallenge and rechallenge were unknown. Temporal association adverse events-medical device is plausible. Based on the information provided, the causal relationship between thermacare lower back and hip and the reported adverse events was considered as possible. The batch number given (ea0818) was not a valid batch number for thermacare lbh product. Thus, an "unknown" was used for the batch number in this investigation. There was limited device specific information provided. Without a valid batch reference number, a manufacturing and technical evaluation can not be completed for the wrap involved in this case. The complaint was evaluated to identify any potential trends. A 36-month trend analysis will be conducted for complaints with an unknown batch number since the date of manufacture is unknown for unknown batch numbers. There is not a trend identified. There is no further action required. The most probable root cause cannot be identified.